Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. Re-implantation is considered.

Manufacturer narrative:
Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. In accordance with the information in the patient report, damage to the active electrode, as might be caused by an external mechanical impact appears likely.

Event description:
Device malfunction. The patient has been re-implanted on (B)(6) 2017, but the device has not been received for investigation.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. The recipient was re-implanted.